Manufacturer narrative:
Product event summary : the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. . Visual analysis found there were many cuts on outer insulation. The analyst determined that one cut was considering it could be happen at the implant. And other cuts was explant damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported one lead showed visible evidence of insulation damage and both leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.